Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became blurred and unresponsive, and review of a user-provided photo confirmed a broken touchscreen consistent with a fracture of the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed evidence of a stress-related problem affecting the touchscreen that resulted in a fractured screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.